Manufacturer narrative:
The device is reported to remain implanted; therefore no product is available to return for evaluation.

Event description:
It was reported that the patient had a dynamic rod breakage sometime post-op. The patient is reported to be asymptomatic. No revision surgery has taken place. No patient complications were reported.